Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux -en -y gastric bypass, the seal was sticking to instruments being passed through trocar making it very difficult to maneuver the instruments through procedure. They used the trocar to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the obturator was not received. The trocar and cannula appeared intact. The envelope seal and circular seal appeared intact. The insufflation ports appeared intact. The distal end of the radially expandable sleeves was torn. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the torn distal end of the radially expandable sleeves may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.